Manufacturer narrative:
Unable to charge due to damaged pin. Unable to perform the functional test due to charge anomaly. Device received with contamination all pins.

Event description:
It was reported that the sensor lost signal and the sensor would not reconnect. Customer's father removed the transmitter and stated that it looked like it was burned; he plugged the transmitter up to the charger and the lights did not blink. He also stated that the sensor looked burned too; the connections pins looked fried. Blood glucose value is 202 mg/dl. Nothing further reported.